Event description:
It was reported a patient presented in clinic for an unrelated procedure on (B)(6) 2024. During the procedure it was noted that the right ventricular (rv) lead had an insulated fracture. The lead was explanted within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of ¿lead had an insulated fracture¿ was confirmed. As received, a partial lead was returned in two pieces. Visual inspection found two internal insulation abrasion breaching the right ventricular cable lumen and non-functional cable lumen with both intact etfe cable coating and inner coil lumen at the distal portion (b). Two external insulation abrasions breaching the optim sheath with intact silicone insulation beneath at the proximal region, all cable lumens and inner coil lumen with intact ptfe liner and one abraded ring electrode etfe cable coating at the distal region. The cause of the reported event was due to internal insulation abrasion and external insulation abrasion consistent with friction to device can and friction to another device or feature of the heart. Electrical testing did not find any indication of conductor fractures or internal shorts.